Event description:
A report that the pt's precision system was explanted was received. The pt claims the device was not curing her pain. The explant physician has no additional info regarding the explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.